Event description:
I believe I have breast implant disease, I first was diagnosed with hypothyroidism on (B)(6) 2019. I later found out that I was diagnosed with hashimoto's thyroiditis on (B)(6) 2020. I was never informed of this new diagnosis. I had to get blood tests and collect stool specimen's , on (B)(6) I had my final visit with that primary physician, due to the fact the she never responded to my question when I sent her an electronic message or refused to set up an appointment with me to discuss this issue. My results are usually in my electronic records two days after my appointment and that's when I discovered that new diagnosis. I had to wait 6 weeks to see my new provider. In the interim I was called two weeks later (B)(6) 2021 and was informed I had a uti so a prescription was called in and on (B)(6) 2021, they called me to inform me I had h. Pylori. In between all of this I ended up in ER 6 times with an array of different symptoms, from swollen eyelids, swollen face, swelling on throat. On (B)(6) 2021 I had an endoscopy/colonoscopy, during that procedure I ended up with 3 hypoxic episodes to wake me up because I had stopped breathing, I have had a multitude of these procedures without incidents. On (B)(6) I woke up with severe shortness of breath, the ER docs had no explanation for that I could barely get up to use bathroom so they put a bedside commode and a cna had to help me get out of bed. They ended up giving me IV decadron, toradol, and phenergan, I have had a total of 8 ER visits with different symptoms, including fatigued, headaches, and now every day is a struggle to even get up out of bed. I was informed by last ER doc that I may have sleep apnea and recommended I have a sleep study, he also sent me home with albuterol inhaler, I had an appointment with the new primary on (B)(6), and was told by him that there was nothing wrong with my heart or lungs and that I needed a visit to my psychiatrist. I do have ptsd from my nephew's murder that occurred on (B)(6) 2017, but since that last visit I called my insurance and requested a visit with a new primary. I don't recall had since 2000. FDA safety report ID # (B)(4).